Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens was damaged by the introducer. Lens was then removed from the introducer and a unspecified backup lens was used. There was no patient contact and no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9.,h.3.,h.6 and h.11. The product was returned for analysis, and the reported complaint was observed. Intra ocular lens (iol) returned positioned correctly in the iol case. Solution is dried on the iol. There are marks on the haptics. There is a scratch in the centre of the optic. We are unable to determine the root cause for the reported complaint lens damaged by the introducer. The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100 percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).